Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) and implantable transvenous defibrillation lead exhibited reproducible noise on the rate/sense channel. The device presented at end of life (eol) with a monitoring volage of 2.65 and a charge time of 34.6 seconds. There is a concern that the battery depleted earlier than expected. There is no noise on the atrial and shock channel. The patient is pacemaker dependent, however, there is no report of pacing inhibition. Lead impedance measurements are normal. This device is part of the avt latching population (6/17/2005). Boston scientific received subsequent information that this lead inhibited pacing. No patient symptoms were reported.